Event description:
A user facility reported that they experienced under delivery with an electromechanical ambulatory infusion pump during a chemotherapy treatment. According to the complaint, the pt returned to the clinic after their 4-day therapy with approx 25% of the medication remaining in the drug reservoir. The complainant noted that there was no injury associated with the event.